Manufacturer narrative:
Submit date: 05/27/2016. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause could be due to lack of solvent between the tip connector to the bolus tip and the hollow rod connector. The production personnel were notified about the reported issue. A quality alert was posted in the line to reinforce the manual assembly and to make the operators aware that the most critical sections of the device are covered with enough solvent. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 2/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that the patient was vomiting and had abdominal distension. Because of this, the tube was removed. While removing the tube, it was found that the distal end broken and the weighted tip detached. An x-ray was done immediately and the weighted tip was found in the intestinal portion. As a result, they waited for the tip to be excreted. There were no major complications.